Event description:
It was reported by service report that the foot-end cover was dented and catching the coil cords, resulting in stripping it over time. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged foot-end cover, damaged power coil cable.